Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was an issue with the foley catheter upon removal. The complainant reported that it took 9 attempts to remove the catheter and when they finally removed it, there was bleeding noted. The catheter was reportedly observed to have 'rolled' on itself in the balloon area upon removal. The complainant noted that the associates cut the tip off the catheter to be able to share what was experienced. No medical intervention was reported. The associates reportedly used another catheter to help troubleshoot, and experienced the same issue with the rolling.

Event description:
It was reported that there was an issue with the foley catheter upon removal. The complainant reported that it took 9 attempts to remove the catheter and when they finally removed it, there was bleeding noted. The catheter was reportedly observed to have 'rolled' on itself in the balloon area upon removal. The complainant noted that the associates cut the tip off the catheter to be able to share what was experienced. No medical intervention was reported. The associates reportedly used another catheter to help troubleshoot, and experienced the same issue with the rolling.

Manufacturer narrative:
The reported event could not be confirmed. Visual inspection noted only a portion of a silicone foley catheter received. Visual evaluation noted no obvious defects. Only a portion of the catheter was received due to the complainant cutting the shaft to send back. The balloon was not deformed in anyway. The balloon could not be inflated to test due to the catheter being cut. The results of this investigation were inconclusive due to poor sample condition. A potential root cause for this failure could be incorrect trimming process. The lot number is unknown therefore the device history record could not be reviewed. The product family for this silicone foley catheter product is unknown. Therefore, bard/bd is unable to determine the associated labeling to review. Although the product family is unknown, the silicone foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.